Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the virtual map was not showing. A field service engineer (fse) was initially unable to determine which drawer the issue concerned, as neither failed in hardware test application (hta). Fse adjusted the magnets on both drawers and re ran diagnostics, which revealed a position sensing failure on drawer 2.2. The fse replaced the position sensor on 2.2 and tested the drawer in hta, confirming it worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was opening but was not communicating with the system. The medication was not visible on the screen, and the virtual map was not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.